Event description:
The doctor reported separating a file mid-root on a patient's tooth. The patient was referred to an endodontist for further treatment. The endodontist was able to fill around the file and the patient is reportedly doing fine.